Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device implanted, experienced recurring incontinence. It was determined that the size of the cuff no longer allowed the device to function properly. Approximately two to three months after the recurring incontinence began, the aus cuff was explanted and a new cuff was implanted. There were no further patient complications.